Manufacturer narrative:
Investigation: photos received for investigation. Upon observation, the shelf pack flap is broken and incomplete. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. During the review of the batch file no fault or part attributable to the defect that the client reports, additionally, during the process is very unlikely the defect to be present.

Event description:
It was reported that before use of the bd plastipak¿ syringe 3ml ll 21ga 1-1/4in ptk 5 the flap of the shelf pack was torn off foreign complaint the following information was provided by the initial reporter, translated from spanish to english: broken and incomplete shelfpack flap. Invoice: 9005753122 . Code: 308615 . Batch: 8164846. Quantity: 1 sp.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ syringe 3ml ll 21ga 1-1/4in ptk 5 the flap of the shelf pack was torn off foreign complaint the following information was provided by the initial reporter, translated from spanish to english: broken and incomplete shelfpack flap. Invoice: 9005753122 , code: 308615 , batch: 8164846 , quantity: 1 sp.